Manufacturer narrative:
Additional contact information : (B)(6). Field service engineer was able to straighten the pins using antistatic needle nose pliers. It was confirmed alignment by repeatedly removing and reinserting the bp adaptor cable. Also confirmed the system trainer seats correctly on both the ECG & bp connectors. Bp waveform was verified during fiber optic sensor test and while exercising the iabp on patient simulator and test catheter. Complete system checkout performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use.

Event description:
N/a.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) unit has a damaged blood pressure connector. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.